Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the patient was experienced high blood glucose. The customer blood glucose level was over 400 mg/dl. Troubleshooting was performed. The product will not be returned for analysis. Frn res unkn; uno med infst.